Event description:
The freedom driver was not in use by a pt. The customer reported that the freedom driver exhibited a permanent fault alarm during a demonstration to train relatives of the pt. After inspecting the freedom driver, it was found that the bpm potentiometer on the back of the freedom driver was loose with a broken screw. This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom driver was not supporting a pt. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.